Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend / family member regarding a patient who was implanted with a neurostimulator for dystonia and movement disorders. It was reported that the implantable neurostimulator (ins) reached elective replacement indicator (eri) and will be replaced later this month. It was also stated that the patient was in a car accident today and experienced a change in symptoms and a "neck stinger". It is unknown if the ins was checked following the accident.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.